Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, dr. Removed the delivery system then went back with a scope to take a picture of the capsule. Could not locate until it was found in the pt's mouth. The pt was not injured following the procedure.